Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study underwent an ion lung biopsy procedure. Three days after discharge, the patient was diagnosed with multiple subsegmental thrombotic pulmonary embolism without acute cor pulmonale. The patient was diagnosed with low risk intermediate pulmonary embolism during this hospitalization, which it is believed were provoked in the context of underlying malignancy. Arranging for an oncology follow-up was recommended for the lung adenocarcinoma and starting therapy. Eliquis was started. The target lesion of the left lower lobe measured 10.2 x 10.2 x 10.4 mm. The distance from the pleura was 0 mm, the distance from the chest wall was 20.6 mm and the distance from the nearest major blood vessel was 9.3 mm. The tool used was a 23g flexision needle. The procedure time was 47 minutes; it was completed as planned utilizing ion, no malfunctions were reported and the patient was discharged. Comorbidities include other venous thrombosis and embolism. Pathology results for the biopsied lesion were malignant - adenocarcinoma. The study investigator reported the event as a serious adverse event (requiring hospitalization), a ctcae grade 2, probably related to the patient's existing condition(s), but not related to the ion procedure and not related to the ion system.